Manufacturer narrative:
A specific root cause could not be determined. As only one sample was affected, a systematic or instrument error can be excluded. The most probable cause for the issue would be mis-sampling of the patient sample due to poor sample quality.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium, potassium, and chloride. The sample initially resulted as 160 mmol/l for sodium, 5.25 mmol/l for potassium, and 115.2 mmol/l for chloride. These initial results were reported outside of the laboratory. A new sample was drawn from the patient and the results from the new sample were lower. The customer did not provide the values from the new sample. The initial sample was then repeated on (B)(6) 2013 and resulted as 141 mmol/l for sodium, 4.79 mmol/l for potassium, and 99.1 mmol/l for chloride. The repeat result was considered to be correct and were similar to results from the new sample. The original results were then corrected. The patient was sent to the emergency room based on the initial results and had the new sample drawn. The patient was not adversely affected. The customer was asked, but did not provide the ise sodium, potassium, and chloride electrode lot numbers or expiration dates. The field service representative was unable to duplicate the event. He performed an ise check and he checked sampling and ise precision. The operator performed a calibration and ran quality controls. Quality controls recovered on the mean. The unit was found to be performing within specifications.